Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.25x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break located at 220mm distal to the distal end of the strain relief as well as multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. A 0.0140" recommended guidewire inserted through distal tip and exited at exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22sep2020. It was reported that advancing difficulties were encountered. The target lesion was located in the distal end of left coronary artery. A 2.25x24mm promus element plus drug-eluting stent was advanced but failed to reach the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a hypotube separation. It was further reported that the left coronary artery was severely calcified. The lesion was pre-dilated before the 2.25x24mm promus element plus stent was advanced. The device was still intact upon packing for shipment.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.25x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break located at 220mm distal to the distal end of the strain relief as well as multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. A 0.0140" recommended guidewire inserted through distal tip and exited at exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22sep2020. It was reported that advancing difficulties were encountered. The target lesion was located in the distal end of left anterior descending artery. A 2.25x24mm promus element plus drug-eluting stent was advanced but failed to reach the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a hypotube detached/separated.